Event description:
It was reported by the pt that she was implanted with a sparc system on (B)(6) 2008, to treat her stress urinary incontinence. The pt experienced a stabbing pain, pressure, painful intercourse and had not "had sex since (B)(6) 2008." She also experienced depression and continued incontinence. The pt indicated she "felt the mesh might have dissolved in me."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.